Event description:
It was reported that a customer experienced high blood glucose of 429 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer mentioned they had a wear signal before changing his sensor. No further info was provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.